Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a trend with ¿pembro infusions running slower than intended.¿ it was noted that pembro (medication name) is given via a ¿viaflex IV bag,¿ with a filter and on a longer IV administration set. As such, commercial drugs are infused using pump-electronic health record interoperability and alaris guardrails. There was patient involvement, but impact is unknown.

Manufacturer narrative:
Additional information: imdrf annex a & g codes.

Event description:
It was reported a trend with ¿pembro infusions running slower than intended.¿ it was noted that pembro (medication name) is given via a ¿viaflex IV bag,¿ with a filter and on a longer IV administration set. As such, commercial drugs are infused using pump-electronic health record interoperability and alaris guardrails. There was patient involvement, but impact is unknown.